Manufacturer narrative:
Neither samples nor pictures were received for the analysis of this complaint. No discrepancies were observed during the manufacturing of this lot.

Event description:
It was reported that during the use process: on (B)(6) 2021, nurses found the blood return of invasive arterial needle when using the pressure sensor and its accessories in ICU ward, resulting in inaccurate monitoring of invasive blood pressure.